Event description:
It was reported that balloon detached occurred requiring intervention. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, it was observed that the catheter has been separated inside the body. The fragments were removed and was retrieved with a snare catheter. The procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon detached occurred requiring intervention. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, it was observed that the catheter has been separated inside the body. The fragments were removed and was retrieved with a snare catheter. The procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the separation occurred in the balloon part. The device was used as another balloon was unable to cross. Although it was unknown whether it occurred before or after dilation, the separation was noted during retraction.

Manufacturer narrative:
B5 - describe event or problem: updated with additional information. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.